Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).

Event description:
On 06/05/2009, received non conformity report from maquet (B) (4) stating, "the balloon on the short port blunt tip trocar burst during inflation. There was no pt injury or death." On 06/09/2009, maquet received additional info: "customer opened a new vasoview hemopro to complete the procedure. The volume of air used to inflate the balloon was 25cc per IFU recommendation. (B) (4).